Event description:
Rn went to draw labs and noticed that the il bag was empty. Infusion was immediately stopped and rate was checked, which was confirmed to be as ordered at 7 ml/hr with vtbi of 120. The il was supposed to run over 24 hours at a rate of 7 ml/hr but despite correct programming, almost the entire volume of il was infused in 7 hours. When the bag was hung, lines were traced and pumps checked by other nurses. Incorrect rate administered due to pump malfunction.

Event description:
Rn went to draw labs and noticed that the il bag was empty. Infusion was immediately stopped and rate was checked, which was confirmed to be as ordered at 7 ml/hr with vtbi of 120. The il was supposed to run over 24 hours at a rate of 7 ml/hr but despite correct programming, almost the entire volume of il was infused in 7 hours. When the bag was hung, lines were traced and pumps checked by other nurses. Incorrect rate administered due to pump malfunction.